Event description:
White tubing on wand cracked at hole in tube confirmed complaint: hole in high pressure line blew thru outer sheath. Replaced high pressure line and outer sheath. Repair order 98294 1216677-2022-00162 lm-900 n2o ce cryosurg sy 50501 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation x-review DHR x_inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 07/05/2013 under wo #(B)(4) and shipped on 08/20/02015. Manufacturing record review: DHR 146481 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98294, this unit was at csi on 04/20/2022. Visual evaluation: visual examination of the complaint unit revealed physical damage to the high pressure line and the white silicone exhaust line. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a root cause is not determinable. The burst tubing may indicate the line was exposed to a tank that was at a higher pressure than typical. A kink in the high pressure line can also produce a weak spot if handled incorrectly. As the unit was in service for 7 years free of issues a defect is not considered likely. The failure is deemed likely to have occurred due to another factor not accounted for in the complaint information provided. *correction and/or corrective action the units' damaged section was replaced, the unit was tested and then returned to the customer. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
White tubing on wand cracked at hole in tube confirmed complaint: hole in high pressure line blew thru outer sheath. Replaced high pressure line and outer sheath. Repair order (B)(4) 1216677-2022-00162 lm-900 n2o ce cryosurg sy 50501 (B)(4)